Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 12:30am. The patient stated that she obtained the results of "541, 231 and 247 mg/dl" using the subject meter, all readings taken more than 20 minutes apart from each other. The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweating, shaking and heart racing" within an hour of the alleged inaccuracy; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the patient was using an approved sample site and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptoms of ¿sweating, shaking and heart racing¿ after the alleged inaccuracy began. These symptoms do meet lifescan¿s criteria for a serious injury.